Event description:
It was reported that (3) prw35 were used during a laminectomy procedure. It was reported by the rep that the rep was called into the case to take a look at the staple formation of the rh skin staples when closing. Upon closure, it was noticed that a number of misaligned staples were being formed. The surgeon pulled several different staple guns and all ended up forming misaligned staples. Eventually, the stapling was completed but only after opening up three guns. There was no consequence to the pt.